Event description:
The fse reported a frame sync error message. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable harness and video cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.